Manufacturer narrative:
(B)(4). Concomitant medical product: 40335, phoenix tibial nail 9.0mm x 350mm, 710510. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03905.

Event description:
It was reported that during the procedure the connecting bolt fractured causing the need to remove the nail and implant a new one. The nail was removed but the broken piece of the bolt could not be removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the connecting screw is fractured at the tip, and remains in the nail. The anodize has also worn off the screw head. The hardness was measured on the returned product and noted to be conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.